Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. Using the handle the surgeon was able to successfully fire two reloads. On the third reload the surgeon could not fire the device. A new reload was then used successfully. Then when trying to connect the handle to an additional reload, they could not. They then replaced the handle and could successfully fire that same reload. Patient status is alive, no injury.